Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the ojr414 optiflow junior cannulae were received at fisher & paykel healthcare (f&p) in (B)(4) and were visually inspected.. Results: visual inspection of the first complaint device revealed that both sides of the tube were stretched and pulled out from the swivel grip joint. The right hand side tube was found damaged. The second and third complaint devices had one side of the tube stretched and pulled apart near the swivel grip joint. Conclusion: the observed damages were most likely caused by pulling of the tubing. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The subject cannulae would have met the specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A healthcare facility in (B)(6) reported that three ojr414 optiflow junior 2 nasal cannula were damaged and were found during patient use. There were no reported patient consequence.